Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of the black box and download history revealed the last bolus and the last basal delivery were recorded on (B)(6) 2013. The suspend history revealed the pump was suspended from (B)(6) 2013, 14:24 through (B)(6) 2012, 16:43 and again on (B)(6) 2013, 15:14 through (B)(6) 2013, 16:01. The total daily dose amounts accurately reflect the user¿s programmed basal rates. There were no errors or alarms associated with the complaint recorded in the black box or download history. They keypad did not reveal any hypersensitivity of the keypad buttons. Audio and normal boluses were successfully executed and properly recorded in the pump history. The pump was exercised for (B)(4) and found to be delivering within specifications. The complaint was not able to be duplicated during investigation.

Event description:
On (B)(6) 2013, the patient contacted animas stating on (B)(6) 2013, he experienced a blood glucose (bg) value of 32mg/dl and was hospitalized. The patient reportedly believed there was a pump malfunction and that he experienced low bgs for the past week. The patient stated on the day of the reported event he was driving and that he believed he blacked out because his car was on the side of the road. The patient reportedly was not hurt from the accident. The patient stated that his bg was higher than normal the day of the event and bolused via the pump. It was noted that the patient did not take his bg measurements before or after he exercised and that he had bolused within 2 hours of exercising. The patient reportedly was not using the temp basal rate, the health care provider (hcp) recommended to him. Customer support (cs) reviewed the pump with the patient and there were no delivery issues noted with the pump and there were no issues noted with the programming/settings on the pump. Cs noted that the patient's activity intensity may have contributed to one of the patient's low bgs and that there was no indication of a pump malfunction. This complaint is being reported because the patient claimed that there may have been an issue with the pump. Additionally, he believed that his fluctuating bgs could not be explained and were not due to him exercising. The patient reportedly went on a back-up plan because he lost confidence in the pump. It was noted that the pump is being returned for troubleshooting.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.